Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent systems, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo, mildly calcified lesion in the mildly tortuous proximal left anterior descending coronary artery. Pre-dilatation was performed with an unspecified 3.5x8 mm non-compliant balloon. During deployment of the 4.0x23 xience v stent at 10 atmospheres, a distal edge dissection was noted. A 4.0x12 mm xience v stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.